Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report his battery was replaced "after two years" suggesting possible early battery depletion. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient called to report his battery was replaced "after two years" suggesting possible early battery depletion. Additional information received indicated that the right ventricular lead was capped and replaced due to unacceptable thresholds. No patient complications were reported as a result of this event.